Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that a tpa infusion completed 15 minutes faster than expected. The infusion was expected to have a 1 minute bolus, followed by a 60 minute infusion. The programming was checked by 2 critical care nurses, and they were confident that the correct dose was given. As a result of the event, the patient was transferred to ccu. Although requested, there were no further details or information provided and no report of patient harm.

Event description:
It was reported that a tpa infusion completed 15 minutes faster than expected. The infusion was expected to have a 1 minute bolus, followed by a 60 minute infusion. The programming was checked by 2 critical care nurses, and they were confident that the correct dose was given. As a result of the event, the patient was transferred to ccu. Although requested, there were no further details or information provided and no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tpa infusion completing 15 minutes faster than expected was not confirmed in the pcu event logs. No product was received to enable testing of the devices. No errors or malfunctions were recorded in the pcu event log on the customer¿s reported incident date of (B)(6) 2019. The customer¿s provided dataset was used in conjunction with a lab pcu device to replicate the customer¿s programing parameters, no obvious programming errors were observed. No infusion was programmed with the parameters that would have resulted in a 60 minute infusion for the reported time of 01:16 am on (B)(6) 2019. No ¿program_step_trans_bolus_complete¿ (consistent with a bolus transitioning into a continuous infusion) was recorded in the day of customer¿s reported incident date of (B)(6) 2019. The root cause of the customers reported tpa infusion completing 15 minutes faster than expected was not identified. No product was received to enable testing of the devices and the event logs indicate that the device completed the infusion as programmed.